Manufacturer narrative:
A supplemental report is being submitted for correction and additional codes for h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: a leadless pacemaker implantation for a patient with systemic right ventricle under ventricular assist device support. Journal of cardiology cases. 2024. 29: 244¿247. Doi: 10.1016/j.jccase.2024.02.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation for a patient with systemic right ventricle under ventricular assist device (vad) support. The authors described a patient who had a transvenous single-chamber permanent ipg was implanted, however, systemic right ventricular dysfunction progressed and they were implanted with a left vad. Approximately one month post vad implant, the patient developed a pacemaker pocket infection with a positive wound culture for staphylococcus aureus with wound dehiscence in the left precordial region. The ipg and lead were removed and a temporary pacemaker was implanted. Circulatory hemodynamics were unchanged with stable vad flow and a decision was made to implant a leadless ipg. The vad remains in use. No additional adverse patient effects were reported.